Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 74 months, it was reported the the device shows the eri status. The replacement of the ICD is planned. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.